Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was asymmetrical and urine leakage was found along the catheter on the 3rd day of use. There were no holes, rips, tears, or obvious defects on the catheter.

Manufacturer narrative:
The reported event was unconfirmed since the problem could not be reproduced. The evaluation found that the returned sample met the specification. The sample underwent a 7 days leak test and no leakage was observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "the device is intended for single use only and is not reusable. 1) cleanse the area around the external urethral meatus with cotton balls immersed in the antiseptics 2) lubricate the distal end of the catheter with water-soluble lubricant. 3) insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was asymmetrical and urine leakage was found along the catheter on the 3rd day of use. There were no holes, rips, tears, or obvious defects on the catheter.